Event description:
"Rn hanging cisplatin on b line. As soon as pushed start on pump, there was a leak at the spinning spiro. This was only saline at this point. Infusion stopped and tubing sent back to pharmacy to be re-primed."